Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and would not turn on after charging. No data was available for review. Functional testing was unable to be performed as the receiver would not turn on. The receiver was opened and an internal visual inspection was performed and passed. The complaint confirmation of the overheating of the receiver was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. The receiver has been received for evaluation. A follow up report will be submitted when the evaluation is complete.